Event description:
It was reported that the device displayed invalid data. Data revealed that the error occurred due to a bit flip. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. There was a data storage/diagnostics problem. There was a crc error (bit flip) in the episode log entry, not the episode itself.